Event description:
It was reported, a breakage was discovered inside the catheter after a 3-month indwelling period. Incident: on (B)(6) 2026, the catheter was inserted in the PICC outpatient catheterization room at this hospital. On (B)(6) a ward nurse performing catheter maintenance noticed blood and fluid leakage at the insertion site. This was reported to the intravenous therapy team. After evaluation, the intravenous therapy team recommended discontinuing the catheter. Upon removal, a rupture was found 3 cm inside the catheter, with 2 cm of the catheter protruding externally. As the patient requires further treatment, a new catheter (of a different brand) was reinserted. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.